Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with 350 cc mentor memorygel breast implant and was presented with fatigue, cognitive word retrieval, memory loss,muscle aches, muscle pain, muscle weakness, joint paint, hair loss, dry skin eyes, hair, weight gain, temperature intolerance, shortness of breath, chest tightness, heart palpitations, night sweats, skin tone changes, body rashes, diminishing hormones, body tingling, body numbness, vertigo, chronic backpain, neck pain, photo sensitivity, nail cracking splitting, slow muscle recovery after activity, headaches, gastrointestinal digestive issues, sudden food allergies, smell sensitivity, throat clearing, cough, difficulty swallowing, chocking, dizziness, migraines, anxiety, panic attacks, depression, fibromyalgia, and autoimmune illness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.